Event description:
During pt treatment, the r-arm forearm (holds flat panel imager used for x-ray verification of radiation therapy beam position) dropped towards iso center. As described by site, the forearm had disengaged and had swung down towards the pt during port films. The gantry angle, when the field rep arrived on site, was 130 iec. The mushroom pin had not tripped and no collisions were reported by the therapists. The customer treating: gantry at 310 iec. The flat panel ('pv') was positioned out and gantry rotated to 130 iec. Pv repositioned and elbow motor shaft separated from the cylinder clamp assembly. Pv cassette heads towards pt and stops when the arm hits the mechanical limits of the forearm motion.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.